Manufacturer narrative:
Weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac tamponade and a pericardial effusion. During a myocardial ablation procedure to treat chronic atrial flutter, a time series blood pressure study was done. The patient's blood pressure during hospitalization entry was 165/121/135 (9:02). Then before brockenbrough phenomenon, the patient's blood pressure was 102/59/73 (9:45). Brockenbrough occurred at 9:48. After brockenbrough, the patient's blood pressure was 93/56/68 (9:50). Then, their blood pressure went down/decreased to 86/44/58 (9:55), and didn't increase and started to decrease/go down from that time on. Right ventricle (rv)-his catheter insertion occurred at 9:57. Insertion of the intellamap orion high resolution mapping catheter and the start of mapping occurred at 9:58. The physician created an at map with rhythmia. Pulmonary vein (pv) ablation was performed during vasopressor, but there was no increase in blood pressure observed. Pv ablation was completed, but cardiac tamponade was found then cardiac drainage was performed so the procedure was not completed. The physician reported that the patient's blood pressure decreased before ablation with an intellanav mifi oi, so the orion catheter might have contributed to the effusion during mapping. No other complications to the patient after this procedure.